Event description:
It was reported the device exhibited post-sensed t-wave oversensing via merlin.net. No patient symptoms were reported. No further information was available.

Manufacturer narrative:
(B)(4).